Manufacturer narrative:
Product analysis ¿as found condition: the pipeline flex shield pushwire was returned for analysis within shipping box; and within a plastic bag. The pipeline flex shield braid and microcatheter used in this event were not returned for analysis. Therefore, any contributing factors could not be assessed. The pipeline flex shield pushwire was returned within introducer sheath. ¿damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. No other anomalies were observed. ¿testing/analysis: the pipeline flex shield pushwire was pushed out from introducer sheath without any issues. ¿ conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have ¿resistance during re-sheathing/failure to resheath¿ as no resistance was observed during resheathing. No defect was found with pushwire. However, the root cause could not be determined. Possible causes includes, patient vessel tortuosity, resistance during delivery/retrieval, ped/delivery system damage, catheter damage, user does not maintain continuous flush, user resheaths more than 2 times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: specific event date was not reported to medtronic and is, therefore, unknown at the time of this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent (ped2-400-16) could not be recaptured. It was also noted that there was no alleged product issue. It is unknown if the pipeline was used for an approved indication (on-label) or if the pipeline and any accessories were prepared as indicated in the instructions for use (IFU). The product was replaced with a new ped2-400-16 to complete the procedure. No patient symptoms or complications were associated with this event.

Event description:
Additional information was received stating that the physician was trying to resheathe the pipeline in the sheath and remove it. However, it would not go back into the sterile sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.